Event description:
Reporter indicated that while programming an increase in device output current from 1.50ma to 1.75a, device interrogation following a programming error revealed that the normal mode output was set to 8.0ma. It was reported that the patient moved the wand during the programming session so that it was not always in contact with the device. The programming appeared to stop and the program screen displayed an error message. The patient then yelled in pain. Treating neurologist then turned off the programming computer and restarted it. Subsequent device interrogration revealed an apparent programmed output current of 8.0ma. The output current was reprogrammed to prescribed parameters without further incident. Investigation to date has been unable to determine the cause of the apparent progamming anomaly.